Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, at 6:30 pm the parents heard the patient gurgling or coughing in her room. She was found on the floor having a seizure and was cyanotic. The parents did not provide any treatment and called 911. The cgm was reading 6.0 mmol/l. Paramedics arrived and the bg meter reading was 3.2 mmol/l. By the time the paramedics arrived the seizure had stopped, and the patient was coming around and stable. She was taken to the hospital. At the hospital she had an upset stomach and vomited. The cgm was reading 5.8 mmol/l and the bg was 3.8 mmol/l. No hospital treatment information was provided. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).